Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the charged coupled device (r-unit) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the resolution is inadequate, and the image is displayed rotated by one hundred and eighty (180) degrees. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had upside-down image. The issue was found during an unspecified procedure. There were no reports of patient harm.